Manufacturer narrative:
The result of the analysis confirmed the reported event of burnt smell emitting from the transmitter. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
During a remote follow-up, there was a burnt smell emitting from the transmitter. There was no patient involved in this event and there were no adverse consequences.